Event description:
It was reported that patient experienced three areas of redness at former infusion sites accompanied by fever which were treated with oral antibiotics and redness always occurred in connection with pain during infusion at the infusion site.

Manufacturer narrative:
Name: abbvie inc. Street: 1 north waukegan road. City: north chicago. State: il. Zip code: 60064. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.